Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a transabdominal preperitoneal (tapp) procedure. After the first firing with the absorbable tacking device, the fired tack was not released from the shaft and the mesh pulled up together with the tack. Tried to fire the second tack by squeezing the handle, but no tack came out. When the handle was squeezed again, the second tack jumped out of the device. The tack fell into the cavity or the patient and was retrieved. Tried to use the device again but the same event as the first firing occurred again. Stopped using the device and opened another device to complete the procedure. There was no patient harm. The status of the patient is reported as no problem.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the a tack was protruding from the tip. Visual inspection of the internal components showed the spur gear was damaged. The handle was actuated and the instrument was unable to cycle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed conditions may occur if the instrument is excessively manipulated during use. In this case the excessive manipulation could be from firing against an improper surface or obstruction. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.